Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal intervention procedure, a stent dislodgement occurred. The 70-80% stenosed target lesion was located in the tortuous and moderately calcified left common iliac artery. The lesion was pre-dilated with a non bsc balloon. The express biliary ld premounted stent system was then advanced to the lesion. The stent "dislodged as pulling back to stenosis" in the left common iliac artery. The physician was able to retrieve the stent using a snare with some difficulty. It is unknown how the procedure was completed. There were no further patient complications reported and the patient's condition is reported as "no change".